Manufacturer narrative:
Evaluation, conclusion: off-label, unapproved, or contraindicated use (aortic neck diameter) review of pre-implant sizing worksheet and 3d film report revealed that the patient had a 15mm diameter infrarenal neck that was 17mm long, and severely angulated (>60 deg). The neck did not contain thrombus or calcification. At the bottom of the aaa sac, 9cm below the renals, the distal aorta was necked down to 17mm in diameter, and distal to this stenosis the distal aortic diameter was 22 ¿ 25mm along the 35mm length. The distal aorta was also extensively calcified. The iliacs were non-tortuous, moderately calcified, and 8mm in diameter; bilaterally. Two still angio images at implant were provided. The first image showed the bifurcate positioned just below the renals; the suprarenal stents were still captured in the spindle and the first two stent rings were deployed. The infrarenal neck flow lumen diameter measured - 15mm (l-r) and no obvious stent graft issues were observed. The next image during contrast injection showed that the bifurcate was deployed - 1cm below the right renal artery. The proximal stent graft diameter measured - 16mm and the delivery system had been removed. The ipsi limb was on the left side and was extended distally into the left iliac artery. The contra limb was placed from the flow divider down into the right iliac artery. The gate was positioned near the level of the distal aaa sac. Contrast was seen outside the stent graft filling the majority of the sac. The exact type of endoleak is unknown but may be a proximal type I endoleak. No obvious stent graft compression or kinks were seen within the distal aorta; both limbs were patent. No other stent graft issues were observed. The exact cause of the removal difficulties, leading to the inaccurate delivery and proximal type I endoleak, could not be determined from the images provided. Images during stent graft deployment, tip recapture, and removal of the delivery system were not seen on the films provided. It is possible that this was anatomy related caused by the small diameter and angulated infrarenal neck (off label), and small diameter and stenosed distal aorta. Possible stent graft infolding due to oversizing may have also contributed to the proximal type I endoleak. Images during and post-intervention with a 23mm endurant cuff were not available for review.

Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was inserted in a patient for the endovascular treatment of a 5.3 cm diameter abdominal aortic aneurysm. The aortic neck was 16.9 mm in length. There was aortic stenosis over 15-16mm 9cm distal to rt renal artery. The bifurcated stent graft was deployed at targeted right renal artery. It was reported that the delivery system was difficult to remove during recapturing due to the aortic stenosis. The physician had to pull and rotate the delivery system aggressively to remove from the patient and this appeared to pull the stent graft down. There was a type 1a endoleak upon final angiogram. A 23 mm endurant cuff was implanted and the endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.